Event description:
Pump was implanted on (B)(6) 2012, with a new pump as the old one had a battery issue. Pt was informed by physician that her old pump has to be replaced due to battery issues. He placed a new pump which had been recalled. The catheter broke during surgery, the pump has migrated. The pt is presently in chronic pain, incision site has an infection, her arms and legs are very spastic as the pump stopped delivering any medication. She says the doctor is not an authorized medtronic surgeon.